Manufacturer narrative:
There is no indication that the customer reported complication of pneumothorax was related to a product issue. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure. A system log review could not be performed because the remote system logs were not available.

Event description:
It was reported that after an ion procedure, the patient developed a pneumothorax. During the procedure, two bilateral lesions were targeted. The pneumothorax was located in the left lung and was confirmed via chest x-ray (cxr). The patient was expected to have a chest tube placed with observation. At the time of the call, it was unsure if hospitalization was going to be required. Intuitive surgical, inc. (Isi) made multiple attempts to contact the original reporter; however, no response was received.

Manufacturer narrative:
The physician reported that the ion system did not exhibit any issues or unexpected behaviors that may have contributed to the pneumothorax. The biopsy procedure caused the pneumothorax. The lesion biopsied measured 8mm in size, and was located in the left lower lung. A diagnosis of metastatic adenocarcinoma was obtained. The patient experienced symptoms of chest pain. A 20fr chest tube was placed, and oxygen and pain medication was administered. The patient was admitted overnight for observation and discharged home the following day. No images are available.

Event description:
Refer to h11 for follow-up information.